Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint summary for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system triggered lead safety switch (lss) due to the right ventricular (rv) lead exhibiting high out of range pacing measurements >3000 ohms. The rv lead is now unipolar with stable measurements at ~400 ohms with no oversensing. Technical services (ts) discussed interrogation options and leaving the device in a unipolar state due to the stable pacing measurement, and recommended trouble shooting and monitoring the system for any issues that may arise. It was also noted the patient received a dialysis graft and the system was monitored post operation. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this system triggered lead safety switch (lss) due to the right ventricular (rv) lead exhibiting high out of range pacing measurements >3000 ohms. The rv lead is now unipolar with stable measurements at 400 ohms with no oversensing. Technical services (ts) discussed interrogation options and leaving the device in a unipolar state due to the stable pacing measurement, and recommended trouble shooting and monitoring the system for any issues that may arise. It was also noted the patient received a dialysis graft and the system was monitored post operation. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.